Event description:
Crews responded to a medicall call, ECG electrodes were attached to the pt and the pt's rhythm was determined to be svt with a heart rate over 150 bpm. Reportedly during the call the device service light would turn on and the device would loose power. The reporter stated the device would loose power. The reporter stated the cardioversion was not required as the pt responded to drug therapy. The reporter stated there were no adverse affects tothe pt as a result of device operation.